Manufacturer narrative:
The investigation into infection/sepsis and high purge pressure has been completed. The impella device was not returned for evaluation. The root cause of the high purge pressure was most likely biomaterial. Because this evidence has not been provided, the root cause of the infection cannot be determined the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-23578. B1 should have been both adverse event and product problem b3 date of event e4 should have ben left blank g1 reporting email address.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported the 48-year-old male patient was on impella 5.5 due to non-ischemic cardiomyopathy. While on support, it was noted that purge pressure was fluctuating. Tissue plasminogen activator (tpa) was infused in purge overnight for elevated pressures at 1000. Additionally, the patient developed sepsis/bacteremia. The decision was made to explant the impella due to sepsis.